Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12416. It was reported the patient received stimulation but it was not effective in relieving the patient's pain. The patient also needed an MRI. The scs system was explanted. Note the patient received two model #3143 leads from the same lot number.